Event description:
The customer reported that the dxc 600 pro analyzer was generating a lot of level sense and obstruction errors. The customer also indicated they obtained one erroneously low alt result of 2 iu/l. The result was not reported outside of the lab. The customer reran the sample in triplicate on the same instrument and obtained results of 42, 23 and 23 iu/l. Patient demographic information was not provided.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse determined that the failure mode was the auto-gloss line 301 (a25062). The fse found this line was completely empty. He replaced the tubing and saturated the wick assembly. He then verified system performance and the issue was resolved. The customer reran the patient sample 5 times after service and obtained results of 24, 22, 23, 23 and 23 iu/l. The manufacturer reference number for this event is (B)(4).